Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation as it has been discarded. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression plate broke three (3) months after surgery. When the broken plate was removed, the fracture was noted as clinically healed distally, but had not healed where the broken plate was. There was also found a broken locking screw proximal the breakage in the plate. All broken pieces were removed from the patient. The provided x-rays were reviewed by the manufacturer and it was noted that in the three and half month post-operative x-ray, the plate breakage could be confirmed. This report is for an unknown locking screw. This is report 2 of 2 for (B)(4).